Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer reported the battery leaked inside the battery compartment during troubleshooting. Customer's blood glucose was 220 mg/dl. Customer stated they were able to bolus before changing the battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Per our visual inspection the battery tube was found battery corroded. However, no blank display during our testing. No damage was found on the lcd isolation tape noted. The insulin pump had normal operating current. The insulin pump passed self test and off no power test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.